Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of the incident was 486 mg/dl and current blood glucose 153 mg/dl. The another blood glucose was 300 mg/dl. The customer reported that insulin pump had insulin flow block alarm and infusion set cannula was bent. The customer treated with the syringe. Troubleshooting was declined for high blood glucose and performed for insulin flow block alarm. The insulin pump will not be returned for analysis.